Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken 660mm distal from the strain relief. The majority of the hypotube kinks were proximal to the shaft break location. A visual examination of the crimped stent found stent struts at the proximal end of the crimped stent were distorted proximally. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the outer and mid-shaft section found a kink in the mid-shaft just proximal to the pot bond skive location. This type of damage is consistent with excessive force being exerted on the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 26-nov-2014. It was reported that crossing difficulties were encountered.  The 2.05x16mm, eccentric, de novo and 90% stenosed target lesion contained in a >45 degree bend was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. After a non bsc guidewire crossed the lesion, a 2x15mm unspecified balloon catheter was advanced for predilatation. Following this, the 20 x 2.25mm taxus¿ liberté¿ drug eluting stent was advanced to treat the lesion. The physician negotiated with the tight lesion for 10 to 15 minutes and made further attempts to cross the lesion, however, the device was unable to cross. The procedure was completed with the placement of a 2.25x18 non bsc stent. No patient complications were reported and the patient's condition was stable. However, returned device analysis revealed hypotube break and proximal stent damage.